Event description:
It was reported that the patient presented to the hospital experiencing syncope. Device interrogation revealed that the right ventricular (rv) lead exhibited a significant increase in capture threshold, resulting in loss of cardiac pacing. Fluoroscopy confirmed that the rv lead was dislodged, which was suspected to have been caused by the suture sleeve not being utilized during the initial implant. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.